Manufacturer narrative:
The device and all defib related accessories were returned to zoll medical canada the customer's report of no shock advised was unsubstantiated. The report was not replicated or confirmed. Review of the clinical data file showed that the patient's rhythm during the report did not meet criteria for a shockable event. There is also evidence of movement, adjustments, or attempted CPR on the patient that prevented the waveform from being properly identified by the analysis. The customer's report of the device self analyzed was not replicated or confirmed. The device passed full functional testing including defib and analysis testing without duplicating the report. Review of the device log found no evidence of the device performing an analysis on its own. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable and self-analyzed without any user interaction.. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.